Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead presented high out of range impedance, technical services (ts) stated that the values are stable but rising gradually. The lead remains in service. No adverse patient effects were reported.